Event description:
During a breast reduction procedure a resident received a minor burn to their left arm when they crossed their right arm over their left and activated the valley lab pencil. The resident does not know if the pencil sparked or if they were touching their left arm with their right arm. The pencil was not saved.